Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) arrived at the station, logged in, and confirmed through the storage space configurations that the drawer was not visible. The fse replaced the printed circuit board assembly (pcba) module controller board, reassembled the drawer, and connected the bus cable. However, the board failed again. The fse then replaced the drawer controller board, reassembled the drawer, and configured it. The customer tested the drawer and confirmed it was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.